Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(6).

Event description:
Hold for ab 6.16 the hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.